Manufacturer narrative:
The pump was received with a blank display due to a faulty interface board. Unable to verify the backlight anomaly, a constant tone anomaly or perform the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen would go on and off. The insulin pump had a blank display and it was screaming. Customer's blood glucose level was 435 mg/dl. She treated her blood glucose level with shots. The insulin pump was damaged near the battery and reservoir compartment. The plastic broke off the reservoir compartment. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.